Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Program two unit basal rate for 24 hours and was monitored; 48 units of basals and boluses were delivered and properly recorded in bolus history screen, daily totals screen, and down load history report. The insulin pump functioned properly. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that she was hospitalized due to high blood glucose levels and diabetic ketoacidosis (dka). Customer's blood glucose levels at the time of hospitalization was 364 mg/dl. Customer's current blood glucose levels was 117 mg/dl. Customer was treated with insulin drip and glucose drip for 3 days. Customer stated that her doctors deemed the insulin pump faulty because it was not delivering the correct dosage of insulin. Customer stated that she should have received 0.4 units of insulin per hour. However, the insulin pump's history shows 1 unit of insulin per hour. The insulin pump did not undergo functionality testing or troubleshooting at the time of the call. Therefore, the root cause of the customer's high blood glucose levels could not be determined. Product is being replaced based on the customer's request.